Event description:
It was reported air enters through the insertion stylet during the PICC insertion when aspirating to check the blood return, and when flushing saline drops through the insertion stylet. This happens since the rubber cap of the stylet has changed. No other information was provided. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned.